Manufacturer narrative:
H2: additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that trajectories were deviated by 7 millimeters (mm).

Manufacturer narrative:
H3, h6: clinical data was received and analysis completed. In summary, the root cause of the deviations was due to an unstable platform due to incorrect platform selection. The 360 degree bridge is marked for usage with long and short clamps only. Such platform assembly is off-label and not suitable as per the surgical technique guide. Sizes are specifically fit for each platform assembly to assure the best stability; connecting them otherwise may lead to platform instability. It was highly likely that the platform's instability caused the left trajectories to shift laterally, aligning with the platform¿s position, while the right shifted medially. However, patient shift cannot be ruled out since all of the trajectories deviated. Previously reported code, b01, is applicable as well as newly reported codes, c13 and d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a l4-s2 alar-iliac (s2ai). It was reported that an inaccuracy occurred. Right l4 <(>&<)> l5 were completed first with no issues and screws appeared as planned. Left l5 and l4 were then followed and this is where the issues occurred. The surgical team were unsure of the exact reason for the medial screw misplacement. No one was aware of any patient shift when the arm moved from the right hand-side to the left hand-side. It was an open solera case using schanz pin (which was not secured in as thick section of bone as usual, although appeared sufficiently robust to surgeons). There were no notable asymmetric tissue pressures that were experienced either. Left l4 and l5 screws were removed and an additional medtronic three-dimensional (3d) imaging spin was performed and the surgery was finished with medtronic navigation.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, it was not possible to reproduce and confirm the reported issue in the field. No issues were found during the checkout and the system was functioning correctly. Codes b01, c19, and d14 are applicable. H6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the deviation was less than 3.5 mm. Additional information received from a manufacturer representative reported that the system had ip address issue, with the imaging system communicating with the guidance system. It was also noted that during the procedure the schanz pin had been slightly misplaced and was sat in a thinner section of bone than intended. The representative suspected this was due to the abnormal pelvic anatomy that the patient had too that was not known prior to the operation. For platforms the schanz pin, round beige adaptor, and 360 degree bone mount bridge were used. The mount that was chosen was not approved to be used with the schanz pin and connector, hence it is suspected that it could have caused additional instability.